Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient had residual astigmatism and decreased visual acuity after the implantation of the zct300 +6.5 diopter toric iol (intraocular lens) in her right eye (od). Reportedly, the lens was explanted and a zct225 +7.0 diopter was implanted as a replacement. No incision enlargement, no vitrectomy was performed and no sutures were used. The patient was reported doing fine when discharged visual acuity pre-op (pre-initial implant): 20/40-1 (with correction); visual acuity post-op (post-initial implant):20/40+2; visual acuity post-op (post-replacement):20/25-1. The account commented that the explanted lens is not available for inspection. No additional information was provided.